Event description:
The pt started to have intermittent sound the pt was unable to hear anything. The pt attended thje hospital and the telemetry resulted in 'poor coupling to the explant'. The external components were exchanged but the pt was still unabe to hear.